Event description:
The manufacturer received information alleging a ventilator was alarming for high temperature. There was no harm or injury reported. The device has been returned to the manufacturer but the investigation is not yet complete. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming for high temperature. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed. In addition of the above evaluation, the devices exhaust fan assembly and 43micron filter were replaced due to procedure to prevent failure. The technician performed repair test, alarm check, battery check, run in tests and cleaning then confirmed the unit operated properly and confirmed the software version, which was not related to the malfunction/issue.